Event description:
The surgeon was performing a laparoscopic bilateral inguinal hernia repair, in which a dissecting balloon attached to an introducer is placed in the preperitoneal space. It is inflated 40 times, under direct visualization, deflated and then removed. Everything went very normal; the insufflated dissection was appropriate. When the surgeon went to remove the introducer, the balloon stayed in the preperitoneal space. No significant difficulty getting out, just seemed not to be glued onto the introducer. The surgeon was able to retrieve it laparoscopically and remove it and complete the operation laparoscopically. In the 20 years that the surgeon has been using this similar device the md has never had this happen. It was as if the balloon itself was not attached to the introducer so when it was removed it just fell off. Per or nurse description the dissecting balloon on the covidien auto suture structural balloon trocar came off the introducer when trying to remove from patient. Manufacturer response for laparoscope, general plastic surgery, auto suture (per site reporter): given to manufacturer representative.